Manufacturer narrative:
(B)(4). Date sent: 1/4/2022. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pse45a device was returned with no apparent damage and with one ecr60w reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. When positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that a problem was experienced with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Additional information received: after investigation, the patient (age, gender unknown). Thoracoscopic pulmonary surgery was performed in (B)(6) on (B)(6) 2021 (specific diagnosis and unknown). The operator used the electric stapler (pse45a) and reload produced by our company during the surgery. The operator reported that the reload was installed normally. During the pulmonary tissue transection, two reloads (with specific model unknown) were loaded continuously. The firing process of the stapler was smooth. The staple formation was checked. No device failure or patient injury occurred. The operator then continued to use this stapler to load the third reload (ecr45w) for left superior sharp artery transection. The operator reported that the reload was normally installed. Both ends of the vessel were not controlled before the device was placed. The stapler firing process was smooth. After firing, the inspection found that the vessel was transected. About 4 mm distal to the staple line had poor stapling with bleeding (the specific blood loss and blood transfusion were unknown). The operator then converted to thoracotomy and used the suture for hemostasis. No bleeding occurred. The operation time was prolonged for about 1 hour.

Event description:
It was reported that during the endoscopic pulmonary surgery, pse45a + ecr45w was used to transect the left superior acute artery. After fired, it was found that the distal staples was fell off from the tissue, resulting in massive hemorrhage (the amount of bleeding was unknown). The patient's surgery was converted to open surgery and also delayed the operation time. The doctor described this reload was the third reload in this surgery.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the indication for surgery? What was the procedure? How was the post-op bleeding identified? How many days postoperative was the bleeding identified? What was the total estimated blood loss (ml)? Was a transfusion required? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal? What was the color cartridge used throughout the procedure? Has the patient received radiation or chemotherapy? Was the proximal vascular staple line intact?